Event description:
The reporter stated, that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and the trailing haptic bent backwards on itself. There was no patient contact. They are using a cq cartridge which was not tested and approved for use with a silicone lens.

Manufacturer narrative:
Evaluation - a visual inspection of the returned product shows one haptic is bent and there is a tear near the haptic/optic junction. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.